Event description:
It was reported to philips that function test did not pass. There was no report of patient involvement.

Manufacturer narrative:
Multiple attempts were made to request information regarding the evaluation of the reported problem. No evaluation method was provided, so no information is available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : multiple attempts were made to request information regarding the evaluation of the reported problem. No evaluation method was provided, so no information is available.